Event description:
Chief complaint: type 1 proximal endoleak, previous abdominal aortic endograft. Patient is currently admitted for open repair of an infrarenal abdominal aortic aneurysm secondary to a significant type 1 proximal endoleak, status post previous endograft repair of abdominal aortic aneurysm. The patient underwent endograft repair of abdominal aortic aneurysm approximately 5 years ago. The procedure itself was uncomplicated and overtime, the aneurysm sac had decreased in size and there had been no endoleak noted; however, his most recent aortic duplex from 5 months ago, now revealed evidence of an endoleak and an abdominal aortic endograft with flow filling the aneurysmal sac. This was a new finding. The residual aneurysm now measured 4.7 cm with mild pulsatility previously at 4.5 cm. Ankle brachial index on the right leg is 0.99 and on the left leg 0.90. CT angiogram showed: caudal migration of the endovascular stent grafts since the prior study from 2 years ago. This is due to persistent posterior kinking of the main body of the graft, but the flow divider essentially acting as xxx. The superior attachment ring is nearly 1 full vertebral body lower than what it was a year ago. The kink in the main body of the graft just above the flow divider is also causing a critical in-stent stenosis with a persistent lumen being just barely larger than 5 mm in diameter. There is no evidence of a true type 1 or type 2 leak, also of concern is the fact that the aneurysm sac has increased in maximum transverse diameter from 4.3 to 5.3 cm on today's study. From operative note: the aneurysm was opened and the endograft was removed. All the lumbars were occluded. There were no lumbars or ima patent.proximal neck was anastomosed with an 18-mm bifurcated graft end-to-end. The right limb was brought under the ureter down to the external iliac and anastomosed end-to-side. The left limb was brought under the ureter all the way into the left groin and anastomosed end-to-side. Each was done to a 15-mm arteriotomies. The terminal end of the endograft was then transected and pulled up partially out of the proximal common and transected completely. This allowed the proximal common iliacs and the terminal aorta to be oversewn. The endograft itself was included in this closure. The entire distal end of the iliac limb to be endograft was not removed, as they were exceedingly incorporated. It was so incorporated that one could actually see the endograft through the vessel wall and there was a fear of losing continuity with the internal iliacs. In this situation now, both vessels retrograde up into the internaliliacs. After appropriate flushing, each of the legs was opened and palpable pedal pulses were achieved. The heparin was reversed with protamine.